Event description:
Customer observed leaks from one vial. The vial appeared to have cracks at three different sites. The vial was positive for mycobacteria. The lab was decontaminated. No injuries reported.